Manufacturer narrative:
Physio-control has attempted to retrieve the device for evaluation and after several unsuccessful attempts, it is unknown if the device will be returned for evaluation.  The cause of the reported issue could not be determined. A third party service agent evaluated the customer's device and verified the reported issue.  The third party service agent had been evaluating the device as part of a field corrective action (3015876-05/06/2016-002-c) when the reported issue was observed. Based on the information available, physio-control has determined that the likely cause of the reported issue was that lid reed switch was remaining shorted when the lid of the device was opened.  This caused the device to appear as though it was not completing a boot up cycle (powering on). The customer was provided with a replacement device. Physio-control requested that the device be returned to physio-control for evaluation; however, multiple unsuccessful attempts have been made to follow-up with the service agent on the status of the device and it is unknown if (or when) it will be returned.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer's device would no longer power on when the power button was pressed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control has attempted to retrieve the device for evaluation and after several unsuccessful attempts, it is unknown if the device will be returned for evaluation.  The cause of the reported issue could not be determined.